Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform a series of corrective actions, including disconnecting tubing, tightening connections, and administering boluses. Despite these efforts, the alarm recurred until the customer replaced supplies as necessary and resumed insulin.